Manufacturer narrative:
Additional information b5: additional information was received from the reporter stating that they are no longer using microdrip tubing (non-filtered), they are using non-filtered 10 drops/ml set which worked just fine. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had fluid volume remaining in the bag after the infusion should have been complete. The total volume to be infused was 600 ml, pump was programmed for 150 ml/hour. After four hours, approximately 20-30 minutes of fluid remained. There was no known patient injury or medical intervention associated with this event. No additional information is available.